Manufacturer narrative:
(B)(6) 2022 it was reported that the lead was explanted on (B)(6) 2022 due to noise. Upon receipt the lead was found cut 25cm distal to the df-1 connector pin. An approximately 3cm long medial part was missing. An explantation aid was found mounted in and on the distal lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 22cm distal to the df-1 connector pin the insulation was found damaged abraded and a conductor fracture could be observed. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approximately 45 months after the implant oversensing was detected on the atrial channel. The artifacts could be reproduced during pocket manipulation. The patient remains monitored via home monitoring.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise on the atrial channel as reported in the complaint text. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.